Event description:
Asku

Event description:
It was reported that the files on the hard drive were corrupted, and the screen booted to a utility program, which is not accessible to, and cannot be navigated by, the user. Use of the service disk was attempted. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report of corrupted files on hard drive, no anomalies were found. The hard drive was reconfigured and software was reloaded as a preventative measure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.